Event description:
It was reported that the right atrial (ra) lead exhibited possible oversensing with an extremely high number of mode switches and atrial high rate counters. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 4092-52 lead, implanted: (B)(6) 2001. (B)(4).